Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens got stuck in company cartridge. After the surgeon removed it, the iol changed its shape and became unsuitable for implantation. There was no patient contact. The procedure was completed with another unspecified lens of the same diopter and power. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint (damage to the lens) was observed on the returned photo. Provided photo shows an iol in a lens case base. The lens is not positioned correctly in the lens case base well, it is not in the centre of the well. One haptic appears to be deformed. The optic of the lens appears to be damaged/deformed. We are unable to determine the root cause for the reported complaint "lens got stuck in cartridge, changed its shape". Based on our observation of the attached photo, the lens appears to be deformed/damaged. The reported damage occurred at the time of iol went out of the cartridge. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.